Manufacturer narrative:
An event of a staph infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information indicates that the infection later resolved.

Manufacturer narrative:
An event of a staph infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection located at the lead site. Surgical intervention occurred where the system was explanted to address the issue.